Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) reported that the customer's in-house biomedical engineer evaluated the iabp and was unable to reproduce the reported issue. The biomedical engineer charged the iabp unit overnight and ran a battery runtime test in the morning, and both batteries ran more than 60 minutes each. The iabp was then put back for clinical use. This customer self-services the cardiosave units and no service request was made to getinge.

Event description:
It was reported that during a transport of a patient, the first battery of the cardiosave intra-aortic balloon pump (iabp) depleted after fifteen (15) minutes and the second showed low battery after thirty (30) minutes and then quickly discharged. No patient harm, serious injury or adverse event was reported.